Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a (B)(6) patient had a skin irritation. The patient reported that he had a bleeding rash under two of the ECG electrodes. The patient's pharmacist gave the patient an ointment to use. Follow-up indicated that the rash had improved.